Event description:
It was reported that 50 bd precisionglide¿ hypodermic needles experienced broken green hub. The following information was provided by the initial reporter, translated from portuguese to english: even broken green hub.

Manufacturer narrative:
H6. Investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 50 bd precisionglide¿ hypodermic needles experienced broken green hub. The following information was provided by the initial reporter, translated from portuguese to english: even broken green hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.